Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed ¿ when powering on the on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1926 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. Touch screen test passed. Voltage verification check passed. The system air leak test passed. The teach pumps test passed. Pre-ast 15 min 1000ml simulated treatment was performed without any failures or problems. The sound (noise) emitted from the cycler during the test treatment was normal. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported a blank cycler screen during fill 5 of 5. The patient reported the screen went blank, followed by a burning smell emanating from the liberty cycler. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made a sound when pressed. The patient rebooted the liberty cycler, but the reported issues continued. The fresenius technical support representative advised the patient a replacement cycler would be issued, and to discontinue using the current unit. There was no patient harm or adverse event indicated, no reportable malfunction. Upon follow up, it was confirmed that the patient was not able to complete treatment on the day of the reported event. The patient completed treatment the following day via manual exchanges. No patient serious injuries were experienced, and no medical intervention was required. The replacement cycler has been received and the old one was returned as scheduled. The required information has been obtained; therefore, no further follow up is required at this time. If additional information become available, the file will be reassessed and updated accordingly.

Event description:
A peritoneal dialysis (pd) patient reported a blank cycler screen during fill 5 of 5. The patient reported the screen went blank, followed by a burning smell emanating from the liberty cycler. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys made a sound when pressed. The patient rebooted the liberty cycler, but the reported issues continued. The fresenius technical support representative advised the patient a replacement cycler would be issued, and to discontinue using the current unit. There was no patient harm or adverse event indicated, no reportable malfunction. Upon follow up, it was confirmed that the patient was not able to complete treatment on the day of the reported event. The patient completed treatment the following day via manual exchanges. No patient serious injuries were experienced, and no medical intervention was required. The replacement cycler has been received and the old one was returned as scheduled. The required information has been obtained; therefore, no further follow up is required at this time. If additional information become available, the file will be reassessed and updated accordingly. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: b.5.